Event description:
It was reported that during attempted implant, the distal end of the lead was cracked, due to stylet torquing. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found the connector pin pulled out. The distal conductor was also distorted, and there was blood in/on the helix mechanism. The full lead was returned for analysis.